Event description:
Family member reported that customer was connected to infusion set while priming. Paramedicas were called. During troubleshooting preformed when family member call back. Family member reported that insulin squirted out of infusion set during manual prime.